Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was concerned about the battery longevity. Upon review of the report which patient received from the shock interrogation, the longevity shows a drop. The device exhibited inappropriate shock during a neuro procedure. Technical services (ts) referred patient to follow up with the physician. This device currently remains in service. No adverse patient effects were reported.